Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer accidentally smashed the pump and caused a crack in the touchscreen. Subsequently the touchscreen became unresponsive. Customer's blood glucose was approximately 500mg/dl which was treated by administering a manual injection. Reportedly the customer continued to use manual injections as alternate insulin therapy.